Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that after he hit pump on the car door, he noticed that was insulin leaking from the cartridge compartment. The patient is not sure if the leak occurred at the top of cartridge where tubing connects or from bottom of cartridge. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
Follow-up #1 date of submission 02/15/2013-device evaluation: the cartridge was not returned for investigation. A retain sample of the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.